Event description:
Additional information: it was reported that patient expired on (B)(6) 2018 due to multisystem organ failure. Pump was not explanted hence, will not be returned.

Manufacturer narrative:
Investigation summary: review of the submitted system controller log file data confirmed the reported elevations in pump power and estimated flow; however, a specific cause for the elevated parameters could not be determined through this evaluation. Moreover, a specific cause for the reported elevated ldh and a direct correlation with the device could not be determined through this evaluation as the pump was not returned for analysis. A direct correlation between the device and the reported adverse events leading up to the patient¿s outcome could not be determined through this evaluation. The account reported on (B)(6) 2018 that since that patient¿s recent pump exchange on (B)(6) 2018 due to pump thrombosis, he had been experiencing elevated pump power and flow values. It was additionally noted that he had been febrile since the exchange, which was likely due to sepsis; however, blood cultures remained negative. The center reportedly administered IV antibiotics. Additional information provided on (B)(6) 2018 indicated that the patient remained intubated and the right side of his heart appeared to be working well on inotropes; however, he was noted to be struggling on the ventilator, which could be contributing to frequent pi events. The account subsequently reported on (B)(6) 2018 that the patient experienced elevated ldh levels. The submitted system controller log files contained data from (B)(6) 2018 and showed the pump operating with fixed speeds ranging from 8800 rpm ¿ 10,000 rpm. The only events captured in the log files were pi events. Several elevations in pump power over 10 watts and up to 13.5 watts were noted from (B)(6) 2018, which correlated with elevations in estimated flow up to 12 lpm. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file data. Information provided on (B)(6) 2018 indicated that due to the patient¿s right ventricular function and deteriorating clinical status, a centrimag rvad was placed. The patient reportedly continued to experience elevated ldh levels and worsening liver enzymes. He underwent a tee and was found to have a pericardial effusion. The patient was returned to the operating room for a pericardial window on (B)(6) 2018. In addition to the lvad and rvad support, the patient was reportedly continued on multiple pharmacological support as well as the vent and crrt. The patient ultimately expired on (B)(6) 2018 due to multisystem organ failure. The device was not explanted and is not available for investigation. The heartmate ii lvas IFU lists hemolysis, infection, sepsis, right heart failure, respiratory failure, renal failure, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 6 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had elevated flows and power and had been febrile since the implant. Due to patient¿s right ventricular (rv) dysfunction and deteriorating clinical status, a right ventricular assist device (rvad) centrimag was placed via an internal jugular (ij) placed proteck duo catheter. Patient continued to have elevated lactate dehydrogenase (ldh) and worsening liver enzymes. Patient underwent transesophageal echocardiography (tee ) which showed pericardial effusion. On (B)(6) 2018, patient went back to operating room (or) for a pericardial window. Patient was on multiple pharmacological support as well as the vent, continuous renal replacement therapy (crrt), rvad and lvad. Plan of care was to continue patient on all the stated support. No further information was provided.